Event description:
The user facility reported an employee was injured when attempting to adjust a loading car onto tracks located inside of the sterilizer chamber. The employee noticed the loading car appeared to be off track and attempted to raise the loading car, pinning her fingers between the loading car and sterilizer tracks. The employee sought medical treatment at the facility's emergency department and had a splint placed on her left finger which had been fractured due to the event. The employee returned to work performing light work duty. No procedural delays/cancellations were reported due to the event.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the transfer carriage and loading car and found the equipment operating to specification. The technician made minor adjustments to the loading car after the event, tested the loading car and returned the equipment to service. The century sterilizer operator manual states, "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by fully qualified service personnel. Maintenance performed by inexperienced, unqualified persons or installation of unauthorized parts could cause personal injury or result in costly equipment damage." The technician provided in-service training on the proper use and operation of the loading car assembly to the facility staff while onsite. The unit was installed in october of 2013 and is currently under steris warranty. No further issues have been reported.